Event description:
This lead was implanted on (B)(6) 2005 and explanted on (B)(6) 2012 due to an infection. The procedure took place at (B)(6) medical center at with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).